Event description:
Patient experienced an increase in seizures after having their frequency setting lowered from 30 hz to 20 hz to preserve their battery life. The patient experienced 10 tonic episodes the same day of the settings change and then 16 more at later dates. The patient was brought back into the clinic to have their settings adjusted back. No other relevant information has been received to date.